Event description:
It was reported that, a patient developed swelling of the chin and cheek, diagnosed as angioedema (also known as quincke's disease or quincke's edema), after a procedure was performed using zircate prophy paste. The symptoms reportedly worsened through the following morning, but resolved after the patient took a cortisone tablet. The patient indicated that several substances have triggered similar symptoms prior to this event.

Manufacturer narrative:
The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.